Event description:
Customer reported the external interface board is broken. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the external interface board. System operates as intended.